Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert noted during test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and recurring low battery alerts. Blood glucose leve at the time of the incident was 84 mg/dl. Customer was shipped a replacement battery cap. During a follow up call, customer reported that the battery issues persisted with the replacement battery cap and a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.